Event description:
It was reported that during a cholecystectomy gas leaked soon after using. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.